Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced chronic otomastoiditis (non-device related) and was treated with antibiotics (specific date, type and duration not reported). Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed a mastoid bone infection (chronic otomastoiditis).